Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system appropriately delivered four bursts of anti-tachycardia pacing (atp) and a single 14j shock due to ventricular tachycardia (vt). Electrogram (egm) review was requested due to atp capture concerns. With the first burst of atp there was no change to the patient's rhythm, and after the second burst of atp the rhythm was a little faster afterwards. Intrinsic beats were visible with the third and fourth bursts of atp, which suggested either the atp was competing or there was possible non-capture with no change to the rhythm afterwards. Afterwards, a 41j shock converted the rhythm. Technical services (ts) discussed troubleshooting options and programming considerations, and recommended confirming the patient was compliant with their medications. This crt-d remains in service. No adverse patient effects were reported.